Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the cartridge leaked insulin. No additional information was known or reported; reportedly the customer declined to troubleshoot with tandem technical support. There was no adverse impact to the customer's blood glucose level.